Event description:
The product was used during a colon resection procedure. Reportedly, the anvil was difficult to attach. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.